Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx stents were implanted into the lad, r-pda and rca. Approximately 11 months post index procedure , the patient suffered nstemi. No treatment was provided. The patient recovered. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Cec adjudicated mi as no event due to additional data/source documents received. The patient has a medical history of abdominal aortic aneurysm (aaa), and obesity. If information is provided in the future, a supplemental report will be issued.